Event description:
It was reported that the procedure was to treat a lesion located in the moderately tortuous mid left anterior descending (lad). During deployment of a 3.5x15 mm xience v stent in the lesion, dissection occurred. Resistance was felt during advancement, due to the lesion. Excessive force was applied. There was no resistance removing the device. A second device was used to cover up the dissection. Post dilatation was performed. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). (B)(4) - excessive force, no pre-dilatation. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Additionally, dissection is listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect of coronary stenting procedures. Reportedly, the device was advanced to the un-predilated lesion using force against resistance. It should be noted that the IFU instructs the physician: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter. Additionally, the IFU states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. In this case, it is unknown if the reported IFU deviations caused or contributed to the reported complaint.